Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 540 mg/dl with a high ketone level identified as life threatening by a health care provider; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day, (B)(6) 2025 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.